Event description:
It was reported that when using the pyxis medstation es system had a broken cubie and would not release. The customer tried to unload the failed cubie, but the cubie would not release during recovery. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 5 pocket had a broken lid catch. A field service engineer removed the broken pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.